Event description:
It was reported that patient underwent a revision surgery with all tha components except for femoral stem. Patient complained of an onset crunching and grinding in her hip, at revision confirmed as fractured ceramic liner and loose cup.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient underwent a revision surgery with exchange of ceramic articular insert and acetabular cup. Patient complained of an onset crunching and grinding in her hip, at revision confirmed as fractured ceramic liner and loose cup.

Manufacturer narrative:
(B)(4).